Event description:
It was reported that about 4 weeks prior to the report the patient fell across a table, landed on their implantable neurostimulator (ins) and ripped it out of the pocket. The patient had been to 3 different hospitals and they wouldn¿t touch it. The patient¿s doctors were concerned that their device was going to turn septic. The ins had not broken the skin at the time of the report but it was ¿only about 2 layers under¿. The ins was pushed out so far that the patient could see the entire shape of it. It was so sore that if the patient pushed on it they would pass out. The patient¿s stimulator still worked but they had to flip it up and around. The patient had another fall on (B)(6) and had swelling around their ins. It was noted that the ins was broken and it was scheduled to be removed. Only the ins was going to be removed. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 39565-30, serial# (B)(4), implanted: (B)(6) 2009, product type: lead; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension; product ID 3708160, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient ripped his implantable neurostimulator (ins) loose a couple months ago and it was implanted in the stomach, so it was "floating around in there." The patient recently had a revision in april. The patient's noted the physician was worried that it would get septic because it was just floating around. The patient was worried it would go through the last sheath into his intestine. The physician tried to fix it but it just came loose again. That was a few weeks after it first came loose, but it didn't help. The patient could "literally flip it over." The patient had an appointment in (B)(6) where they would lift it 2 inches and would have it "protruding out (not as deep)." No outcome or interventions were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional follow-up is received, a follow-up report will be sent.